Manufacturer narrative:
The customer reported 12-lead ECG signal loss. There was no pt involvement. The customer reported having replaced the leads ECG cables which resolved the issue. The customer discarded the cables and did not determine the specific cable that caused the failure.

Event description:
The customer reported 12-lead ECG signal loss.